Event description:
A patient with a history of epilepsy was taken to the operating room to remove the bilateral intracranial depth electrodes, which were being used for long-term seizure monitoring. A post-surgical CT showed three bolt tips were broken and had been left in the skull.